Event description:
Implant loss due to patient condition, implant achieved osseointegration, primary stability was achieved, no thread tap used, periodontal disease, peri-implantitis, pain, swelling, fistula, abscess, inflammation.